Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a product malfunction. D.4. Device manufacture date: sn (B)(4): 08/18/2014. Sn (B)(4): 01/17/2014.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2017 at 11:30pm. The patient was in the hospital at the time of passing. Prior to passing, the patient received one inappropriate shock. It was reported that at the time of the shock, the patient was unconscious and hospital staff were performing CPR. At 19:57:25 on (B)(6) 2017, the ECG recording shows CPR artifact. The shock was delivered by the lifevest at 19:58:05. The rhythm at the time of the shock was CPR artifact. The CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The electrode belt was disconnected at 19:58:25 and subsequent monitoring of the patient was not possible. The patient later passed away in the hospital on (B)(6) 2017.